Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain in their left ear all the time, but pain felt stronger during vns stimulation. It was reported that there was a lot of earwax removed, no inflammation, and that the pain is relieved when the patient lays down with a pillow against their ear. It was also reported that the patient experienced dyspnea and pain in left cheek and teeth. The physician decreased the patient's vns settings to prevent chronic nerve pain in the left cheek and teeth area. The patient's diagnostics were reportedly within normal limits. It was additionally reported that the pain occurred only during stimulation and became less severe. No further relevant information has been received to date.

Event description:
It was reported that the patient still felt ear pain during stimulation despite lowered output current. It was reported that when the magnet is over the generator to inhibit stimulation the patient no longer feels the pain. The representative indicated that the ear pain was becoming chronic. The representative indicated that the patient was referred for x-rays to confirm placement of the leads. No further relevant information has been received to date.

Event description:
Ap and lateral chest and neck x-rays were received and reviewed. The generator was located in the upper left chest per labeling. Based on the images provided, the connector pin appeared to have been coming through the connector block. There were no gross fractures, discontinuities, or sharp angles observed in the visible lead portions. Note that the presence of micro-fractures cannot be ruled out. Based on the images provided, the cause of the patient' adverse events could not be determined. No further relevant information has been received to date.